Event description:
Information received indicates the head section will not lower.

Manufacturer narrative:
The technician isolated the issue to the head section gas spring not functioning. He replaced the gas spring to repair the stretcher.